Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as tight and putting pressure on pre-existing wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied a foam bandage to the wound. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as tight and putting pressure on pre-existing wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied a foam bandage to the wound. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.